Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type: software. Section d: information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. The hcp reported that the device had been getting slower over time and now sits at 90% for 10-15 minutes during a bolus request. Healthcare it (hcit) walked through clearing pds cache but not data and issue was still occurring. Hcp also said sometimes they get a code 156 when there was a delay. Walked through clearing pds data and caller confirmed personal therapy manager (ptm) was connecting much faster. Hcp also said patient had reported that sometimes the ptm seems to count a bolus more than once but did not know any specific times or dates that it occurred to be able to verify with pump logs.